Event description:
It was reported that the patient was admitted to the intensive care unit (ICU) on the date of the report, and was intubated. The reporter was not certain of the patient symptoms at that time. It was noted that a revision was scheduled to replace the pump due to nearing end of life; however, surgery was then cancelled. The pump was interrogated, and there was no low battery alarm. The patient had a refill in september and it was filled with 18 ml. The pump was showing 13.6 ml as of the date of the report. The reporter believed a dye study had been performed, but the results were not available. The pump system was being used to deliver baclofen and morphine. It was further reported that the patient presented to the emergency room (ER) with symptoms of shivering. It was noted that the health care provider (hcp) thought it was baclofen withdrawal. The hcp therefore gave the patient ¿(B)(4)¿ (possibly referring to benzodiazepines) in the ER and had to intubate the patient due to respiratory distress. There was a replacement of the pump and catheter scheduled for (B)(6) 2013; however, it was noted that the patient did not show up at the clinic for their pre-operative appointment. The patient was out of the ICU as of (B)(6) 2013 and in a room at the hospital. It was further reported that the reporter understood that the patient was out of the hospital and doing well as of (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant products: product ID neu_unknown_cath, serial # unknown, , product type catheter. (B)(4).